Event description:
Pt called lfs alleging that their fasttake meter would not power on. Pt last tested with their meter 3 weeks prior to calling. Pt contacted a medical professional for advise. Pt mentioned that a 162 mg/dl reading was obtained on the hospital's meter. No treatment information was provided. Pt did not experience any symptoms during the time of concern. The customer service rep confirmed that the battery was replaced less than 1 year ago, pt was using correct strips, battery contacts were in good condition, and that the batteries were correctly installed. The meter did not power on by pressing the m button. Pt did not have any test strips or control solution to perform further troubleshooting. Pt's meter was replaced. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.